Manufacturer narrative:
An evaluation is in process. A follow-up report will be submitted when the evaluation is complete.

Event description:
The customer reported falsely elevated architect free t4 results generated by the architect i2000sr processing module for a 74-year-old female patient. These results were inconsistent with the patient¿s historical data. The patient¿s medical history includes acute cerebral infarction, drug poisoning and hypothyroidism, for which she is taking euthyrox (levothyroxine). The following data was provided: customer¿s normal range: 9.01 to 19.05 pmol/l initial architect free t4 result = >64.35 pmol/l repeat architect free t4 result = 45.99 pmol/l other test results provided: tsh = 1.99 miu/ml (within normal range); ft3 = 4.72 pmol/l (within normal range) the patient¿s historical thyroid function tests were within normal ranges (no specific result values provided). There was no impact to patient management reported.

Event description:
The customer reported falsely elevated architect free t4 results generated by the architect i2000sr processing module for a 74-year-old female patient. These results were inconsistent with the patient¿s historical data. The patient¿s medical history includes acute cerebral infarction, drug poisoning and hypothyroidism, for which she is taking euthyrox (levothyroxine). The following data was provided: customer¿s normal range: 9.01 to 19.05 pmol/l. Initial architect free t4 result = >64.35 pmol/l. Repeat architect free t4 result = 45.99 pmol/l. Other test results provided: tsh = 1.99 miu/ml (within normal range); ft3 = 4.72 pmol/l (within normal range). The patient¿s historical thyroid function tests were within normal ranges (no specific result values provided). There was no impact to patient management reported.

Manufacturer narrative:
The complaint investigation included a review of data and information provided by the customer, a ticket trending review, a device history record review, and a labeling review. In addition, in-house testing of retained reagent kit was also completed. Return testing was not completed as returns were not available. The data and information provided by the customer were reviewed and support the complaint issue. A review of tracking and trending data for the architect free t4 assay did identify an increase in complaints. However, in-house performance testing was performed utilizing retained reagent kit of lot 63114ud02. All testing passed indicating the reagent lot is performing as expected. A review of the device history record did not identify any non-conformances or deviations with lot number 63114ud02 and the complaint issue. A review of labeling was performed and found to sufficiently address the customer's issue. Based on this investigation, no systemic issue or deficiency was identified with the architect free t4 reagent, lot number 63114ud02.